Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 8-feb-2023. Bd received 15 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for underfill and red cell hang up was observed. Additionally, 15 returned and 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 35 tubes drew within specification. No underfill was observed. Further clinical testing was performed for red cell hang up: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure red cell hang up because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and underfill based on the photos provided. All testing of customer returned samples and retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that approximately 100 bd vacutainer® cat (clot activator tube) plus blood collection tubes were underfilling and/or had abnormal additive issues. The following information was provided by the initial reporter: not enough vacuum. After centrifugation forms clot and membrane above the serum. Around 100 tubes have been found with this issue during the past 2 weeks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that approximately 100 bd vacutainer® cat (clot activator tube) plus blood collection tubes were underfilling and/or had abnormal additive issues. The following information was provided by the initial reporter: 1. Not enough vacuum. 2. After centrifugation forms clot and membrane above the serum. Around 100 tubes have been found with this issue during the past 2 weeks.